Event description:
There was an allegation of questionable calcium gen. 2 results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 5.6 mg/dl. The repeated result was 8.5 mg/dl. The repeated result was obtained using another analyzer. The sample was repeated due to the initial result being marked as critical. The results were reported outside of the laboratory, and a corrected report was sent. The repeated result was believed to be correct.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. It was noted that the customer's qc had been in range, but there had been dips in qc. The field service representative found the issue had been caused by old reagent probes and reaction cells. The customer replaced the reagent probes, sample probes, and reaction cells. The customer performed a cell blank measurement and a precision test with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.